Event description:
Enduser daughter reported arm pad on a (B)(4) wheelchair is very worn, states the stuffing is coming out and she has recently noticed sores on her mother's arm from the wear and tear on the arm pads.